Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged and was not capturing at maximum outputs. Surgical intervention was performed and the lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). According to the field, the lv lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.